Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to remove needle guard and tried to insert infusion set but it was damaged on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008697, in question was manufactured at the reynosa site. Device history record (DHR) review: the 6008697 was manufactured according to the work instruction (wi) version 80 manufactured in the line multivac 08, on 17/aug/2024, with a total of (B)(4) units. Assembly: the lot 4h00568 was assembled according to wi version 27 on-line inspection for assembly of quick set on 17/aug/2024, with a total of (B)(4) units. The lot 4h00569 was assembled according to wi version 27 on-line inspection for assembly of quick set on 17/aug/2024, with a total of (B)(4) units. The lot 4h04663 was assembled according to wi version 27 on-line inspection for assembly of quick set on 04/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.